Event description:
The customer's meter had been reading low. He had received readings of 14 and 17 mg/dl. Ems was called due to a low reading. When paramedics tested his blood sugar, they found it to be too high. The customer was in the hosp for 3 days. The check test showed the meter was working electronically. Further troubleshooting was not possible as the customer did not have any solution. The meter and strips are to be returned for evaluation. A new meter and control solution are to be sent.